Manufacturer narrative:
Part of the complaint was that the syringe tip was loose. The distributor observing the surgery noted that the surgeon applied pressure to the syringe tip and "leaned on it". The tip then wobbled while filling the next screw holes prior to getting stuck in a bone void the surgeon was attempting to fill. It took 15 minutes for the surgeon to retrieve the syringe tip. The syringe tip came apart at the press fit between the luer hub and the tube tip. The syringe tip is intended to be used for product delivery and is not intended to be leaned on or have large forces applied to it.

Event description:
The surgeon was using a syringe with a stainless steel tip attached to dispense putty, and the tip of the syringe broke off in the bone. He recovered the tip of a pt's femur after approximately 15 minutes.